Event description:
The report is not clear, but the device may have been used to deliver pacer therapy to the pt. Reportedly, when the defibrillator was in a charge ready state, energy could not be transferred to the pt. The observation or observations upon which this allegation was based has not been reported.